Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. Appliance does not cool. T4 remains at 20,2°c. The mixing pump is too weak. Replaced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had internal communication error and a problem with temperature reading. The device had worked over 2,000 hours since the last service and required replacement of the heater, pumps, calibration. In accordance with the manufacturer's recommendations.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had internal communication error and a problem with temperature reading. The device had worked over 2,000 hours since the last service and required replacement of the heater, pumps, calibration. In accordance with the manufacturer's recommendations.